Event description:
Information was received indicating that this ambulatory infusion pump over delivered by +9.15%. It was not specified whether or not this occurred during infusion. No adverse patient effects were reported.

Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was not verified. The event log shows the customer performed 3 accuracy tests. One with volume set as 20 milliliters and two with volume set at 10 milliliters. Use testing found the accuracy is within the published specification of +/- 6%. No components were replaced in service. The problem source is unknown.